Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone call that they experienced high blood glucose level of 402 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 220 mg/dl. Customer blood glucose reading at the time of the incident was 402 mg/dl. Customer parent started high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with pen. Customer parent cannot recall when the infusion set was changed. Customer parent stated the insulin pump was not delivering insulin. Customer did not have any air bubbles and leaks. Customer drive support condition was not mention. Customer parent cannot recall the insulin pump setting. Customer has been giving manual injection for weeks. Customer did troubleshoot high pressure test. Products will not be returning for analysis.